Event description:
It was reported that there was concern this implantable cardioverter defibrillator (ICD) oversensed electromagnetic interference (emi) noise from the use of an electric massage roller on the patient's stomach muscles. As a result, possible inappropriate shock therapy was delivered. The patient reported feeling a shocking sensation for 8-10 seconds while using the massager on his stomach area and the sensation ceased once the massager was removed. The patient was referred to the physician and it was noted that they had wanted to adjust the patient's medications. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.